Event description:
Reportedly, when the first atrial sensing test is performed, no atrial markers are visible and no values are displayed. The same has been observed with several reply crt-p devices.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when the first atrial sensing test is performed, no atrial markers are visible and no values are displayed. The same has been observed with several reply crt-p devices.